Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on the third day of pump supplies being in use, insulin was not delivered when a bolus was requested despite the insulin gauge indicating that there was insulin remaining in the cartridge. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response from the customer was not received.